Event description:
To summarize this event, two helex occluders were attempted in a pfo without success, due to defect configuration. An amplatzer cribriform occluder (aco) was then placed, and the patient went into atrial fibrillation and had to be cardioverted.

Manufacturer narrative:
Aga medical contacted the implanting physician, and no additional information has been provided regarding this event, including patient and device information.